Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the ok button on the patient¿s one touch ping meter had a delayed response. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The reporter was unable to confirm when the alleged button issue first occurred. The reporter stated the issue was intermittent. The reporter informed the csr that the patient is on insulin pump therapy and claimed the patient took their usual dose of insulin on the morning of (B)(6) 2015, in response to the alleged button issue. The reporter stated that an unknown time after the alleged issue occurred, the patient developed symptoms of ¿leg pain and headache¿. The reporter claimed that at 9:45 am on (B)(6) 2015, the patient was treated by a health care professional (hcp) with 4.2 units of novolog insulin in response to their symptoms. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr noted that the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issue began.